Event description:
Senseonics was made aware of an event where the customer experienced an infection at the insertion site that resulted in the user pressing the sensor out of the insertion pocket because of with the help of accumulated pus. According to the user there was so much pressure from the accumulated pus that the sensor came out, "it was like a pimple".

Manufacturer narrative:
This report is being submitted retrospectively as part of an internal review. A health care facility was not involved. The patient's final status was not provided. There were several attempts made to follow up with the patient through the distributor, but no response was received. The patient is suspected to have developed an insertion site infection. The risks identified for the eversense¿ cgm system are common to all cgm systems even though a minor surgical procedure is required for insertion and removal of the sensor. These include local infection, pain or discomfort, inflammation, bleeding at the insertion or removal site, bruising, itching, scarring or skin discoloration, hematoma, erythema, adhesive tape irritation and sensor fracture. The manufacturer reviewed the certificate of conformance for the lot associated with this sensor, the lot met the sterilization requirements.